Event description:
Medtronic glucose pump infusion set has an issue where one of the arms on the cap of the infusion set that locks it into the pump breaks and insulin no longer doses correctly from pump causing high blood glucose. There is no alarm from the insulin pump when this occurs so the user can be unaware this is the cause of high egs for a few days time. Medtronic was made aware but has taken no further action as of yet. FDA safety report ID# (B)(4).